Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during the procedure using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when inserting it into the left atrium (la) and once the dilator was removed, it was noticed that blood was coming out of the hemostatic valve. The blood came back from the left side of the heart which has higher pressure than right side; however, it cannot be tell whether the blood leakage was excessive. No medical/surgical intervention was required. The valve appeared to be pushed inside the clear hub. The hemostatic valve did not break into pieces. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the procedure was completed successfully. No air insertion was noticed. No adverse event to the patient was reported. The event was delayed for 5 minutes. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as patient event. Should additional information become available this record may be revised.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during the procedure using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when inserting it into the left atrium (la) and once the dilator was removed, it was noticed that blood was coming out of the hemostatic valve. The blood came back from the left side of the heart which has higher pressure than right side; however, it cannot be tell whether the blood leakage was excessive. No medical/surgical intervention was required. No adverse event to the patient was reported. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 00001217 number, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8/10/2020, the bwi product analysis lab received the device for evaluation. On 8/17/2020, the product investigation was completed. It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during the procedure using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when inserting it into the left atrium (la) and once the dilator was removed, it was noticed that blood was coming out of the hemostatic valve. The blood came back from the left side of the heart which has higher pressure than right side; however, it cannot be tell whether the blood leakage was excessive. No medical/surgical intervention was required. No adverse event to the patient was reported. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. Blood was also coming out of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).